Event description:
It was reported that the patient presented remotely via merlin net. Upon review, it was found that the patient's right ventricular (rv) lead exhibited noise over-sensing. It was also noted that pacing inhibition occurred. The lead was capped and replaced on (B)(6) 2021. The patient was stable.